Event description:
Caller reported that pump quick bolus and wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use specific techniques to press the button, remove pump from its case, and was provided storage mode instructions for returning it. Since pump was within warranty, cts decided to replace it, confirming shipping address and providing a pre-paid label for return within 10 days. Customer would continue using current pump until replacement arrived.